Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 20-jul-2018 with the following findings: a review of the pump histories showed the basal total daily dose (tdd) history for (B)(6) 2018 appeared to be inaccurate due to a replace cartridge alarm at 21:14; deliveries resumed at 22:32 and a replace battery alarm occurred at 12:34; deliveries resumed at 13:05. During investigation, the pump was exercised for 24 hours with a 1.0 u/hour basal rate; at the end of testing the basal history correctly showed 1.0 u and tdd showed 24.0 u. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint a history settings issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed a crack in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the basal delivery totals in the total daily dose record did not match the active basal program total. There is no adverse event associated with this complaint. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.